Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during orif surgery for facial bone trauma that a drill bit broke off inside the temporal bone. The surgery was completed with a new drill after a few minutes delay. No other adverse patient consequences were reported.